Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pocket infection occurred. The implantable cardioverter defibrillator (ICD) and right atrial (ra) lead were explanted. The right ventricular (rv) lead was partially removed as the lead broke during the explant procedure. No further patient complications have been reported as a result of this event.